Manufacturer narrative:
Eval result: cam bracket assembly.

Event description:
It was reported by service report that the brake does not stay on. It is unk if there was pt involvement, however no adverse consequences are reported.